Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) evaluated the unit; it would turn on and rotate briefly with vibration and then would stop with an error message ¿motor error¿. The suspect unit is being returned for further eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped with pump jam message. With the tubing removed, the pump sometimes begins to spin but then a pump jam or motor error message was displayed. The pump was being used for cardioplegia delivery and the incident occurred during the last dose. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.